Event description:
A "sensor already in use" error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer experienced a loss of consciousness, and was treated by a healthcare professional with intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor already in use" error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer experienced a loss of consciousness, and was treated by a healthcare professional with intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. The applicator has been fired correctly. Unable to perform further investigation due to no product returned. Issue will be closed to no product returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submit.